Event description:
Boston scientific received information that after a normal device changeout procedure for a patient that had been previously lost to follow up, this right ventricular (rv) lead displayed high shock impedance measurements greater than 125 ohms. It could not be determined, as the patient was previously lost to follow up, if the high shock impedance measurements were present on the lead prior to the changeout, or if the lead was damaged during the procedure.. The physician elected to turn off defibrillator functions on the device and use the system for pacemaker functions only. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and the setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Approximately 3.7 years later, this device was returned to boston scientific. There were no additional reported allegations against the functionality of the device or the reason for its explant. No adverse patient effects were reported.

Manufacturer narrative:
The lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.